Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the suture broke. The surgeon applied suture to complete the procedure. The hospital reported no patient injury occurred.